Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose readings of 600 mg/dl in the morning. Customer stated that she treated with the insulin pump and her blood glucose readings are now at 539 mg/dl. Customer is attempting to bolus however the insulin pump continuously goes back to the home screen when entering food. The drive support cap was noted to be flush. Customer was advised to follow her back up plan and the insulin pump is being replaced. Device is being returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The bolus wizard functioning properly per bolus wizard sample in the user guide. The insulin pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.